Event description:
The clinic reported air in the venous line up to the pt with no alarm condition, there was no pt injury or medical intervention. The clinic did not track the tubing set in use, the date of the incident, etc. Gambro technical services found the machine to be operating to manufacturers specifications.